Event description:
This ra lead was implanted (B)(6) 1995 and remains implanted at this time. A call was placed to technical services on 8/25/2017 stating that lead safety switch noted and found that ra lead went to unipolar due to a out of range impedance and then went to unipolar in which it is oversensing on the lead. Discussed bringing in patient and testing the lead in bipolar. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).